Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 20 minutes into treatment with one unit of polyflux 14l, the patient experienced pruritus, palpitations and chest tightness. Treatment was stopped immediately, physical examination showed blood pressure reading of 159/90 mmhg. The patient was treated with intravenous dexamethasone 5 mg. Twenty minutes later, the symptoms were in remission. No additional information is available.